Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited suspected occasional under sensing and occasional atrial arrhythmia during recorded episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)